Manufacturer narrative:
The customer requested just a replacement display with no engineer evaluation.

Event description:
It was reported to philips that the device has a screen issue. There is no patient involvement.